Event description:
It was reported that in or department, inserted one of these foley catheters in a patient and could not get the balloon to inflate. They opened a 2nd tray and had the same issue with that tray. They did not keep any of the used catheters. They only have the outer packages, but they do not have the lot numbers on the outer packaging. Per customer follow up information received via email on 17nov2025, it was reported that they have the outer wrappers for the 2 foley trays, but unfortunately the staff did not retain the defective catheters. Lot number was not available. Two urinary catheter insertions were required. Removal and reinsertion of urinary catheter were performed. They were performed troubleshooting. Attempted to insert a foley and the balloon would not inflate. Foley removed. Opened another foley kit and while testing the balloon a leak was seen, and this balloon would also not inflate. Opened another foley kit, balloon tested and inflated appropriately. Foley inserted and then unable to draw urine from the port with syringe.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The labeling is found to be adequate as the instructions for use state: visually inspect the product for any imperfections or surface deterioration prior to use. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage silicone and may cause the balloon to burst. Recommended inflation capacities. 5cc balloon: use 10cc sterile water. Do not exceed recommended capacities. The DHR review could not be performed without a lot number. Initial reporter name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in or department, inserted one of these foley catheters in a patient and could not get the balloon to inflate. They opened a 2nd tray and had the same issue with that tray. They did not keep any of the used catheters. They only have the outer packages, but they do not have the lot numbers on the outer packages.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.